Manufacturer narrative:
The complaint of infection is inconclusive. Returned for evaluation is a section of a broviac 6.6 fr catheter. Gross and microscopic examinations revealed a partial tear in the catheter (reference file #314905). No manufacturing defect or deformity was noted on gross visual, tactual, microscopic or functional examinations. The complaint incident cannot be replicated in the laboratory setting. Infections generally stem from poor maintenance, access or placement technique or patient physiology. All products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The manufacturer maintains a validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt; so long as the integrity of the manufacturer's sterile seal has not been compromised. Catheter related sepsis, phlebitis and intolerance reaction is listed in the product instructions for use (IFU) as possible complications with indwelling vascular devices. A chr of lot #huti0878 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "parents started to connect child to broviac to give parenteral nutrition and noted multiple holes in protective clamping sleeve." Additional information provided. The broviac was flushed the night before and it was fine. When they tried to feed the child the next day, they noticed it was leaking. The child has had the broviac for one year and did have one unrelated infection during that year. After the repair, when the hospital were trying to flush the broviac, there was a septic shower where bugs went into the blood stream and the child experienced an adverse reaction. The child is currently stable and has had 2 gram negative positive cultures. The hospital is waiting for a third test to come back to see if the antibiotics have killed the bugs. They feel that there were bugs already in the line due to the cracks.